Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially the records related to the mechanical testing of the textile batch (tre1284, cqr380295; tre1285, cqr380296 and tre1057, cqr380197) were found within specifications. The visual examination of the 4 in vivo provided pictures shows that: the mesh was well-incorporated. However, it is not possible to determine the mesh dimension and the textile knitting pattern. A hole is visible on the mesh, but we cannot determine where exactly it is located. Without the sample a detailed investigation could not be performed. The visual examination: the reported condition cannot be confirmed by the visual examination of the provided pictures. It should be noted that the recurrence appears 18 months after the surgery and that the mesh was placed initially with a robotic-assistance (assisted lap tarup). The trocar used was 3x 8mm. The mesh was not cut. It should be noted that the patient bmi indicated was a bmi > 31, which induces overweight. The reported recurrence is a known potential complication of this type of surgery. The product IFU which accompanies each device states in chapter ¿possible complications¿ that ¿the reported complications arising from abdominal wall reconstruction with any synthetic mesh may be seen after progrip¿ self-gripping polyester mesh has been implanted: hematoma, seroma, adhesion, infection, fistula, chronic pain, inflammation, recurrence, allergic reaction to the components of the product and urinary retention (which may occur with the use of anesthetics). Previous experience with mesh implants, in the indication, establishes that the following events may occur: shrinkage, dislocation or migration (which may induce pain and/or recurrence), and erosion (which may induce inflammation)¿. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative on a laparoscopic robotic hernia repair procedure, 18 months after the patient experience recurrence of hernia. They then need to have a new hernia procedure to resolve the issue.